Event description:
It was reported that during a percutaneous coronary intervention, balloon catheter entrapment on a guide wire occurred. The 90% stenosed lesion was located in a severly tortuous right coronary artery. The lesion contained a "significant" bend. The physician attempted to advance the quantum maverick 20mm x 5.0mm balloon catheter through an unspecified guide catheter, the maverick balloon catheter became "stuck" on an unspecified guide wire. The balloon was not inflated. The physician pulled the maverick and the guide wire as a unit out of the patient. The procedure was successfully completed with an unspecified device. No patient complications were noted and the patient's status was reported as "good".

Manufacturer narrative:
The device was disposed, therefore, a technical analysis could not be performed. A review of the manufacturing documentation for this batch found that the device met all material, assembly and product specifications. The most probable root cause can be attributed to operational context.